Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x (pwx) ¿ wireless device was intended to be used in the left anterior descending artery (lad) with 70% stenosed. The pwx was advanced. Resistance was noted with the severe calcification and the device became twisted and bent due to the narrow vessel. During removal, resistance was noted again, and the device separated into two pieces. The pwx was removed without issue and the procedure was completed with another pwx device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and bends and kinks were confirmed. The reported difficult to advance and difficult to remove could not be tested as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported difficulties of difficult to advance, kink and twisting, difficult to remove and material separation appear to be due to circumstances of the procedure. It is likely that the resistance during advancement was the result of challenging anatomical conditions which were reported to be severely calcified. Advancing against resistance likely cause the wire to kink and during removal, difficulty was encountered and the wire separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.